Manufacturer narrative:
Visual inspection of the returned pouch confirmed the bottom end of the pouch was not sealed. No indentation from the pouch sealer was observed and there was no indication that the pouch end was cut off. The malfunction was discovered prior to device use, and there was no impact to the patient. After pouches are sealed, a 100% visually inspection is performed to verify the seal. The requirement for inspection of packaging prior to use is detailed in the IFU and is a standard surgical preparation practice. The root cause was attributed to inadequate process execution and inadequate work environment. Recall is estimated to be issued to FDA by 02/10/2017. Corrective actions are detailed in a CAPA and include adding performance based training, clarifying procedures, and adding a single piece flow at the pouch sealing and pouch seal verification work stations.

Event description:
It was reported that upon opening the packaging one end was not sealed and the device dropped on the ground. The device was replaced.